Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformance were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that there was "extra med given". Mmdg also received medwatch number mw5081995 reporting the same issue. Mmdg followed up with the initial reporter who stated that the patient had to be intubated overnight, but did not have any permanent harm. They also stated that the patient was doing well afterwards. ((B)(4)).

Manufacturer narrative:
The device was returned to mmdg for evaluation and an investigation was completed. A DHR review was performed and no non-conformances were found. During the investigation the pump was found to be under infusing, not over infusing as reported. The cause of the under infusion was traced to maintenance, namely the pump had undergone non-factory recertification with a third party servicer, and the third party servicer had changed the infusion factor of the pump. This caused the under infusion. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that there was "extra med given". Mmdg also received medwatch number mw5081995 reporting the same issue. Mmdg followed up with the initial reporter who stated that the patient had to be intubated overnight, but did not have any permanent harm. They also stated that the patient was doing well afterwards. (B)(4).